Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 41 mg/dl. The customer had not reported the symptoms. The customer was treated with food. Customer's blood glucose value was 41 mg/dl at time of incident. Customer's current blood glucose value was 85 mg/dl. Customer stated that reports a low blood glucose level and looked at status screen and found a bolus delivered of 3.0 and did not perform that. Troubleshooting was performed. Customer reports drive support cap was normal. Customer also mentioned about the motor error alarm. The product was not returned for analysis.